Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed four 2d fault codes and occurs as a result of secondary motor engagement or during the alarm history extraction. Visual inspection showed no evidence of damage or abnormalities. The driver passed all functional testing on both the primary and secondary motors, including an extended observation run. The customer-reported issue was not reproduced. The root cause of the customer-reported fault alarm could not be conclusively determined. The driver functioned as intended and there was no evidence of a device malfunction. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.